Manufacturer narrative:
An event regarding infection involving an unknown adm poly liner component was reported. The event was not confirmed. Method and results: device evaluation and results: a photograph of the explanted components was provided; there was nothing remarkable about the liner component visible in the image provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as identification and return of the device, pathology reports, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient acquired an infection. Implants were revised and an accolade cemented stem was used as an antibiotic spacer with unipolar head.

Manufacturer narrative:
Additional devices listed in this report: cat # unknown, lot # unknown, description: 50mm psl cup cat # unknown, lot # unknown, description: 28mm v-40 head cat # unknown, lot # unknown, description: mdm cementless liner cat # 6020-0030, lot # unknown, description: accolade tmzf hip stem #0 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient acquired an infection. Implants were revised and an accolade cemented stem was used as an antibiotic spacer with unipolar head.